Manufacturer narrative:
(B)(6). Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Although improper techniques were identified in the complaint, root cause is unable to be determined. Further information is document under CAPA (B)(4).

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: unknown date but prior to (B)(6) 2015, inratio inr: 1.9, laboratory inr: 6.5; date: (B)(6) 2015, inratio inr: 1.7, laboratory inr: n/a; date: (B)(6) 2015, inratio inr: 2.4, laboratory inr: n/a. Therapeutic range: 2.5 - 3.5. The time between testing was unknown. The customer reported that the finger was "milked" after the finger stick and the first drop of blood was not used. These are considered to be improper techniques when testing on the inratio device. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in (B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined at this time without product return.